Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: the implant was returned with a carrier, a cover screw attached but not in original package. The implant was verified to be a hahn tapered implant 7.0 mm x 8.0 mm (70-1154-imp0019) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: per the reported information, the patient had type IV bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type IV: very thin cortical bone with low density trabecular bone of poor strength. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. Probable causes of lack of primary stability at the osteotomy site could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 570 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration". The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report.

Event description:
It was reported that a hahn tapered implant failed. The doctor reported that on (B)(6)2019, he attempted to place the implant at tooth location #3, but could not get good initial fixation. The patient's bone quality was very poor, and the area did not heal as expected. Initial stabilization was not achieved, and the implant needed to be removed due to lack of primary stability. The patient is currently reported to be healing. The patient has d4 bone quality d4 bone with an sa3 sinus lift. There was no abnormality reported with the implant.